Event description:
The healthcare professional reported that the 81-year-old female patient presented with nihss score 33, mrs score 0 underwent a mechanical thrombectomy targeting an occlusion in the proximal m1 segment of the left middle cerebral artery. The procedure was initiated using an 8fr balloon guide catheter (bgc) (unspecified brand), an embovac large bore catheter (lbc) (catalog / lot# unknown) and a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) using the combined technique. After the embotrap iii device was delivered to the m2 segment and deployed, the embovac lbc was advanced to the internal carotid (ic) top and the first pass was performed via the combined technique. A 3mm red thrombus was retrieved, but because contrast defect area remained, a second pass was made to retrieve the thrombus via the premier technique. It was reported that ¿since the embovac could not be advanced beyond the m1, stenosis was thought to be at the m1 origin. Although thrombus retrieval was attempted via the premier technique, because pinched the thrombus too much with the microcatheter, the microcatheter could not be moved either distally or proximally. As a result, the microcatheter was buried in the thrombus mass and the embotrap got stuck in the microcatheter. Since the embovac could not be advanced also, it was difficult to deal with.¿ at the time of the complaint initiation, the condition of the patient was not reported. It was not known if continuous flush was maintained. When additional information becomes available, it will be provided / reported. Limited additional information was received on 15-nov-2024. Per the information, the date of the procedure could not be obtained. The additional information confirmed the patient did present with nihss score of 33 and mrs score of 0. The stenosis had appeared to be at the origin of the m1 segment. The severity of the stenosis is unknown. Anonymized images / angiographs of the procedure are not available. The embotrap iii device made a total of two passes.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). . Section b.3: date of event: the date of the event was not reported / known. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The full UDI is not available without the manufacture date. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.